Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the device had an outdated pcb and power switch. The power switch was broken and the tank cover was cracked. Wear and tear damage was also observed on the enclosure, block assembly, and front cover. After removing the front cover, the investigator also noticed that the power switch had become disconnected from the pcb at one of the leads. The customer reported product problem (lack of power) was therefore confirmed during the testing. The product problem was attributed to the damaged power switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A design issue with the power switch was ultimately determined to be the root cause of the problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had no power. The unit did not alarm. The product problem was observed during testing. There was no patient involvement.